Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. The returned device analysis was unable to confirm a leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that the initial procedure was performed on (B)(6) 2016, to treat a functional mitral regurgitation (mr) with a grade of 3. Two clips (60212u134, 50820u144) were implanted, reducing mr to <1. On (B)(6) 2018, the patient returned for a second mitraclip procedure to treat increased mitral regurgitation (mr) with grade of 3-4. The initial clips were confirmed to be stable on both leaflets and there was no chordal or leaflet damage noted. The steerable guide catheter (sgc) was advanced to the left atrium. During removal of the dilator, air was observed in the sgc. Aspiration was performed, but a flow of microbubbles was observed in the sgc. The sgc was removed and replaced. One clip was implanted reducing mr to1-2. No additional information was provided.